Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms, no sensing, elevated threshold measurements, and loss of capture. The patient¿s heart rate decreased to 35 to 40 beats per minute (bpm). A chest x-ray was completed, which showed the lead appeared to be in the same position. A revision was performed, and the lead was noted to have caused a perforation, and the patient had a pericardial effusion. The lead was explanted and replaced. No additional adverse patient effects were reported.